Event description:
It was reported that this was a planned aorto-uni-iliac case. The physician planned and successfully completed the aorto-uni-iliac approach using two excluder bifurcated endoprosthesis trunk-ipsilateral devices. In addition, a femoro-femoral crossover graft was implanted to perfuse the pt's opposite leg. This was a planned deviation. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices used in this case.